Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. Therefore the reported complaint of "purge failure alarm" is unable to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends.

Event description:
It was reported that the rn called the clinical support specialist (css) and stated that they have inserted a light weight sensor (lws) catheter and she cannot get the pump to pump. She reports multiple purge failure alarms, no other alarms. The css verified that there were no leaks or blood in the tubing. All connections and balloon adapter secure. Clinical support specialist advised to exchange the pump. The pump was exchanged and sent to biomed. There were no reported patient complications. Patient continued to be supported on the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn called the clinical support specialist (css) and stated that they have inserted a light weight sensor (lws) catheter and she cannot get the pump to pump. She reports multiple purge failure alarms, no other alarms. The css verified that there were no leaks or blood in the tubing. All connections and balloon adapter secure. Clinical support specialist advised to exchange the pump. The pump was exchanged and sent to biomed. There were no reported patient complications. Patient continued to be supported on the pump.